Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The cause of the peritonitis was not reported. At the time of this report, the patient was in the hospital for peritonitis (admission date not reported). Treatment was not reported. The outcome of the peritonitis event was not reported. It was not reported if apd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.